Manufacturer narrative:
A visual inspection by the carefusion service tech revealed that pins 1, 2, 3, 4, and 5 were bent and pins 1 and 2 were also burned on the ventilator's pigtail adapter. Further inspection revealed jp4 pins 2 and 5 were burned on the power flex circuit. The pigtail adapter and power flex circuit were replaced to correct the reported problem.

Event description:
It was reported by the customer that the ventilator's pigtail was damaged with exposed wires.